Event description:
A patient called regarding the meter allegedly prompting for the patient to "insert strip" constantly. The patient is unable to test on this meter due to the error message. Patient did not report experiencing any symptoms at the time of the event. Information regarding treatment or medication was not provided. There was no evidence of an adverse event, based on the information provided. The customer care representative tried troubleshooting the meter yet the issue remained unresolved. The meter was replaced for the patient.